Event description:
Receive a replacement respironics dream station CPAP and got sick from using it. Same symptoms as before with the original dream station CPAP. Headache, dizziness and nausea. FDA safety report ID # (B)(4).